Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced an extremely low blood glucose (bg) of unknown value and was unconscious associated with an alleged inaccurate delivery issue. It was reported that emergency protocol was initiated and the patient was treated at home and did not go to the hospital. Reportedly, the patient remained on the insulin pump at the time of the call. Troubleshooting was unable to be completed at the time of the call and the reporter could not be reached by customer technical support for further information. This complaint is being reported because the patient allegedly experienced hypoglycemia due to an alleged inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/20/2014 with the following findings: the black box history showed that the pump was running on the default time/date from (B)(6) 2014-end of pump use. The total daily dose prior to the event date of (B)(6) 2014 added up correctly and reflected the user¿s programmed basal rate. There was typical usage observed in the alarm history with no alarms related to the complaint observed. The pump passed a delivery accuracy test and was found to be operating within required range. The original complaint could not be duplicated or confirmed. The battery cap was not returned, so a test cap was used for testing and was able to secure to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.